Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator fails the internal test during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report it has been determined that the expiratory valve coil of the device is not working and requires replacement. Issue resolved by the hospital biomedical department. Replaced part scrapped. Moreover, device logs were not provided. Therefore, no root cause can be established.

Event description:
It was reported that the peep (positive end expiratory pressure) measurements were different than set. There was no patient harm. Manufacturer's ref #: (B)(4).